Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was using the incorrect control iq mode (exercise mode versus sleep mode) which resulted in the auto bolus feature delivering boluses as intended at night. Boluses that were delivered resulted in the customer experiencing a low blood glucose (bg) of 46 mg/dl. Customer required assistance consuming carbohydrates to address bg. It was verified the pump was operating as intended and customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.